Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were unable to resolve the alarm with a battery change. The customer's blood glucose was 59 mg/dl. Customer treated their blood glucose with food. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button on the insulin pump was unresponsive due to corroded keypad trace. No button error alarms noted during testing. The backlight was working properly. The device had cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.